Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2008, due to periprosthetic fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-00582 & 03356 / 03359).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on the left side on (B)(6) 2008 due to periprosthetic fracture. Review of invoice history further indicates patient underwent revision procedures on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010 for unknown reasons.